Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0-0x219f, and no notable events occurred prior to malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.